Manufacturer narrative:
It was reported that the blower was not running. The unit is being sent to bench for repair. Bench repair was later cancelled. No further work provided by philips. Bench repair cancelled. No further work provided by philips. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that the blower was not running. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the blower was not running. The unit is being sent to bench for repair. The investigation is ongoing.